Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Biomed technician at a hemodialysis clinic reported observing heat damage on the dialysis machine power cord during preventative maintenance. There was no patient involvement. No smoke, spark, or flame was reported. The power cord was replaced and the machine was put back into service.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.